Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis is unknown. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin (dosage, route, frequency, and duration not reported) and gentamycin (dosage, route, frequency, and duration not reported) for the peritonitis. Therapy with vancomycin completed initially 13 days after the peritonitis diagnosis. On an unreported date, the patient restarted vancomycin therapy (2grams, route and frequency not reported) for the peritonitis. At the time of this report, vancomycin therapy was ongoing. It was reported that the patient was recovering from the peritonitis event. The patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14e09053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.